Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) triggered a false observation for an increase in the left ventricular (lv) lead threshold indicating that the increase was greater than the amplitude safety margin and may have compromised capture. The observation displayed question marks where a numerical value would typically be displayed. The crt-d remains in use. Additionally, it was noted that the lv lead was fractured and exhibited low impedance. A sudden increase in impedance was also noted a few months prior to the call. It was also noted that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 4968-35 lead implanted: (B)(6) 2022, 4965-25 lead implanted: (B)(6) 2014, 4965-25 lead implanted: (B)(6) 2014, 4968-35 lead implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.